Manufacturer narrative:
H3: product analysis found that visually, the shaft was broken 0.45 inches from the distal end of the inner hub to the broken point. There were no signs of damage found at the proximal end of the inner hub, and a green seal was intact when returned. The deformation was noted at the distal end (outside diameter) of the inner hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.359 inches in the deformed area which was out of specification. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operative, m5 handpiece was overheating after one minute of use when running at 1500rpm with a irrigation flowrate of 30cc/min. Analysis of the handpiece confirmed, broken bur was stuck with the handpiece. There was no patient impact.